Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored multiple episodes with inappropriate shocks and bursts of anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) or atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed troubleshooting options including adjustments to the patient's medications. Additional information received a month later noted ongoing inappropriate shocks and atp, despite changes to medications. Technical services (ts) discussed further troubleshooting options and programming considerations. This crt-d system remains in service. No additional adverse patient effects were reported.